Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 04-mar-2019, (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 24-jun-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an impedance anomaly occurred and the ¿sense of stimulation disappeared despite increasing the output.¿ there were no external factors in particular reported to have led or contributed to the issue. The issue remained unresolved at the time of report; the implantable neurostimulator (ins) and leads were replaced as a result. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins battery had reduced capacity due to overdischarge. Analysis of lead (B)(4) found conductors 1, 3, 5, 6, and 7 were broken 39.6 cm from the proximal end. Analysis of lead (B)(4) found all conductors were broken 33.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.